Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported not able to test blood glucose due to blank screen appears on their freestyle meter. Customer reported experiencing symptoms of faintness and loss of consciousness. Customer stated her husband gave her cake and a soda to counteract her symptoms. There was no report of death or permanent impairment associated with this event.